Event description:
The user facility reported that fluid was observed dripping from the bottom of the oxygenator during priming of the circuit. The unit was changed out prior to the start of the procedure. Therefore, there was no patient involvement. Additional event specific information was not available.